Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, as they intended to change their supplies and did not require assistance.